Manufacturer narrative:
UDI: (B)(4).

Event description:
The set screw could not be loosened during ICD replacement due to normal eri. Two hex wrenches were used in attempt to remove the screw. The silicone surrounding the set screw was cut and the screw was then able to be removed from the lead. The lead did not sustain any damage during the event and remains implanted.